Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This product has not been returned for analysis. This investigation will be updated should further information be provided or upon completion of analysis if the product is returned.

Event description:
Additional information was received indicating the device and lead were explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing of atrial events on the right ventricular (rv) channel resulting in pacing inhibition with greater than 2 seconds of asystole. The boston scientific representative indicated that rv sensitivity was adjusted in response to the oversensing and that the following physician is planning to replace the device and rv lead with medtronic products. Information indicates that the boston scientific products remain in-service at this time. No adverse patient effects were reported.